Event description:
It was reported that the patient faced an bent cannula event on (B)(6) 2026 due to insertion of the set into insufficient subcutaneous tissue. Blood glucose level was high at the time of the event for one to two hours and was treated with the pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a series injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.